Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needles were bent and the rear canula is broken and gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-26, correction: annex b: b01. Annex c: c13. Annex d: d11. H6: investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needles were bent and the rear canula is broken and gets stuck. Both returned pen needles were examined and one sample exhibited a broken non patient end of the cannula and the other pen needle exhibited a bent non patient end of the cannula. Bd was able to confirm the customer¿s indicated failure. Root cause is user related. The non patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the needles were bent and the rear canula is broken and gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the needles were bent and the rear canula is broken and gets stuck.